Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The legal manufacture was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. The device was reprocessed before it was sent to olympus. The device was pre-cleaned without delay after the procedure. Manual cleaning was carried out within one hour of the procedure. The scope channels were connected with tubes when the scope was prepared for reprocessing. The instrument channel, suction channel, air/water valve/suction valve, and biopsy valve were checked. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified also, no physical damage on the location where the foreign material remained was confirmed. The event can be detected and prevented by following the instructions for use: -gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. -gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope had auxiliary water flow channel was clogged. There were no reports of patient involvement. Additional details relating to the patient and the event have been requested, but no response has been received at this time.